Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 4.1 failure was reported. A field service engineer (fse) powered down the system, and the bus cable was inspected. After removing the rear cover, all connections were inspected and reseated. Diagnostics were run and the unit was found operational. The system was then restarted to the application, and the customer successfully tested it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer mentioned that the error message stated, ¿hardware failure¿ and ¿required maintenance.¿ the customer attempted to recover the drawer; however, the issue persisted.the customer stated that this malfunction occurred while dispensing the medication.however, there were no delays or adverse events or injuries reported based on this event.